Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that when changing the reservoir, insulin would squirt out of the tubing during prime until the reservoir is empty. Customer stated that the issue had has occurred 5 times and it started 3 weeks ago. The customer has not received any error alarms. Customer mentioned having some unexplained high blood glucose events. Blood glucose value at the time was normal. Customer stated the issue has been resolved and would call back if it recurs.